Event description:
The pt was implanted with an ams monarc sling on or about (B)(6) 2004. The monarc was implanted in the pt to ¿treat her for stress urinary incontinence and other symptoms.¿ it was reported that the pt has experienced significant mental and physical pain and suffering, disability and has sustained permanent injury and physical deformity.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.